Event description:
During an in clinic follow up, a cybersecurity upgrade was attempted on the device, however, the device went into back up mode. Technical support was contacted and reprogramming was performed to resolve the event. The physician chose to not perform the cybersecurity upgrade following the restoration from back up mode. The patient was stable and will continue being monitored.